Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported was likely the result of prosthesis wear of the tibial insert. A contributing factor to the observed damage on the insert may have been oxidative degradation from being packaged in a non-conforming vacuum bag for more than five years; however, potential contributions from user or patient related considerations could not be assessed as radiographs and relevant clinical information was not provided.

Manufacturer narrative:
Pending device return and investigation. D10: optetrak 3 peg patella cemented 32mm (cat #: 200-02-32/serial #: (B)(6).

Event description:
As reported, approximately 3.5 years post initial left tka, the 63 y/o female patient had a revision due to premature wear of the polyethylene, causing pain and swelling. There was extensive synovitis in the suprapatellar pouch and breakage of the liner. The liner was delaminated in both sides, the post was also affected. There was a greater than 45 minutes surgical delay/prolongation. Patient required prolonged hospitalization as a direct result of this issue.